Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse, into the chin (off label use of device). The patient was injected with 0.4 ml of hyper diluted radiesse. Two hours after the radiesse injection, the patient experienced a stiff and swollen chin. Upon assessment, she had bruising and tenderness. The medical director physician informed and facetimed the patient to discuss her findings. The physician felt that she had a possible reaction to the filler causing the inflammation or a possible occlusion of the lymphatic drainage. The physician recommended injection of 0.6 ml of sodium thiosulfate, to relieve the possible blockage. A prescription of medro dosepak for 7 days, take as directed, was issued to the patients nearest pharmacy. She was instructed to ice whenever possible to reduce the swelling. The patient was followed up every day since the concern was brought up. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible occlusion of the lymphatic drainage (pt: lymphatic obstruction), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Manufacturer narrative:
The device history record for radiesse(+) injectable implant, lot number a00061710, was reviewed. A lot search was conducted on the reported lot and no similar events were noted, no nonconformances related to this lot.

Event description:
Follow-up information was received on 09-jan-2023: the suspect product was recoded from radiesse to radiesse(+). The patients initials, age, date of birth and weight (58.96 kg) were provided. She was 52 years old at the time of the events. She was injected with a total of 0.4 ml of radiesse(+), on (B)(6) 2022. Batch number was reported as a00061710. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00061710 (expiry date: 06/2024). Radiesse(+) was hyper diluted (product preparation issue). She had no prior fillers. The patients medical history and concomitant medications were reported as none. On (B)(6) 2022, 3 hours after the treatment with radiesse(+), the patient experienced the events. Bruising lingered for 7 days after 0.6 ml of sodium thiosulfate was injected. The patient had no pain but some stiffness for 4 days. No relevant laboratory tests were performed, no additional treatment measures were given, and no medications were prescribed. By (B)(6) 2022, the swelling and bruising diminished completely. The outcome of the events was reported as resolved (changed from unknown), in (B)(6) 2022. In the opinion of the reporter, treatment was necessary to prevent permanent damage. The reporter believed that if the blockage was not remediated in a timely manner, it was going to persist well into the following months, with difficulty eating and talking, that was a serious issue. In the opinion of the reporter, the events were not permanent and were possibly related to radiesse(+) (changed from reasonable possibility). It was hard to say (as reported).